Event description:
Device report from synthes reports an event in (B)(6) as follows: it was informed that, after a few months, according to the surgeon's information, there was loosening of screws. Concomitant device reported: unk - plates: va-lcp (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Without a valid lot number the device history records review could not be completed. This report is for one (1) unknown/unk - screws: locking: /part and lot numbers are unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.